Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the multi out 350w power supply was replaced and the system regained functionality.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and it delayed the surgery by less than one hour. It was reported that during the spine case, 4 intraoperative scans were taken with the imaging device then transferred to the navigation device just fine. On the 5th scan transfer, the site reported that the scan came across as all black images and that the system seemed hot. The site also reported that the navigation device had a fan that was running at the beginning of the case and was no longer running following encountering the heat from the machine. The computer of the system had been installed the day before. The site used a different navigation device to complete the surgery and there was no impact on patient outcome.